Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 300 units of insulin. The customer's blood glucose level was 180 mg/dl. Review of the pump data logs by tandem technical support show that the cartridges had been overfilled, and the air was not being removed from the cartridges prior to loading them. The customer declined to load a new cartridge onto the pump with tandem technical support.